Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. It is also alleged by patient's attorney that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the composix kugel hernia patch, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. It is also alleged by patient's attorney that on (B)(6) 2018, the patient had unspecified injuries related to a defect in the composix kugel hernia patch, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per medical records provided by the patient's attorney: (B)(6) 2004 - the patient was diagnosed with complex ventral hernias with small bowel incarceration and underwent a repair with implant of a bard/davol composix kugel mesh. (B)(6) 2018 - the patient was diagnosed with an infected ventral hernia mesh (composix kugel) and underwent exploratory laparotomy, explant of infected mesh (composix kugel), extensive adhesional lysis, small bowel resection and repair of ventral hernia. Per the operative report details, "found multiple interrupted prolene sutures which were removed. Continued out dissection down onto mesh which was easily identifiable. Carefully dissected to superior edge of mesh and began to free up mesh from the undersurface of musculature on right side. Carried out to the edge of mesh and multiple prolene sutures removed as dissection carried along. Able to retract mesh superiorly and begin to free up adhesions of intraperitoneal contents to undersurface of mesh. There was noted to be a very thick ring along the undersurface of mesh and extensive adhesiolysis taking down omentum, colon, and small bowel was carefully done. It was noted to be a very intense adhesion in right lower quadrant of mesh and dissected the small bowel off this area it became deserosalized. Continued dissection then freeing up mesh on left side from abd wall circumferentially again removing all prolene sutures. This left the mesh only attached by intra-abdominal adhesions on left side. Once again began to dissect in area and came across a cloudy fluid pocket consistent with area of previous abscess. This was cultured both aerobically and anaerobically. Freed up mesh completely and removed in its entirety. Noted to be quite thickened, deformed and actually some of the thick ring around edge of mesh had broken and was protruding through undersurface of mesh." Alleged outcomes attributed to device: abscess, adhesions, bowel/intestinal obstruction, infection, pain, recurrence, ring break.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document information provided via medical records. Based on medical records fourteen years post implant the patient was diagnosed with an infected ventral hernia mesh and underwent an exploratory laparotomy. During this procedure the was mesh noted to be "quite thickened, deformed and actually some of the thick ring around edge of mesh had broken and was protruding through undersurface of mesh." The explanted device was not returned for evaluation. Based on the medical record review a definitive cause for the reported mesh condition cannot be determined. Based on the lot number provided the subject product is part of the 2005 composix kugel recall. Not returned.